Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and menorrhagia ("heavy prolonged bleeding/abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 678815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy prolonged bleeding/abnormal bleeding (vaginal)"), abdominal distension ("bloating"), abdominal pain lower ("cramping, lower abdominal pain"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), urinary tract infection ("uti recurrent") with dysuria, migraine ("migraines headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("low back pain") and flank pain ("right flank pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, urinary tract infection, migraine, back pain and flank pain had resolved and the abdominal distension, weight increased, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: there are "essure" device in place within bilateral fallopian tubes/ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2015: essure coils in correct place ultrasound pelvis - on (B)(6) 2015: iud seen in the normal location concerning the injuries reported in this case, the following ones were described in patient¿s medical records: urinary tract infection, migraine, abdominal pain lower, dysmenorrhoea, pelvic pain, flank pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs + medical records received and the following information was added: patient's aka name, dob, ethnicity, essure indication and lot number (678815), essure insertion date updated from 2011 to (B)(6) 2010 and removal date updated from (B)(6) 2015 to (B)(6) 2015. The previously reported event "heavy prolonged bleeding" was updated to "heavy prolonged bleeding/abnormal bleeding (vaginal, menorrhagia)". New events extracted from pfs: uti recurrent, migraines headaches, dysmenorrhea (cramping), low back pain, right flank pain. After essure removal, the following symptoms decreased or resolved: pain, bleeding, urinary symptoms and migraines. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and menorrhagia ("heavy prolonged bleeding/abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 678815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy prolonged bleeding/abnormal bleeding (vaginal)") and urinary tract infection ("uti recurrent") with dysuria. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"), abdominal pain lower ("cramping, lower abdominal pain/ llq pain"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), back pain ("low back pain") and flank pain ("right flank pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, urinary tract infection, migraine, back pain and flank pain had resolved and the abdominal distension, weight increased, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, flank pain, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: there are "essure" device in place within bilateral fallopian tubes/ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: essure coils in correct place. Ultrasound pelvis - on (B)(6) 2015: iud seen in the normal location. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: urinary tract infection, migraine, abdominal pain lower, dysmenorrhoea, pelvic pain, flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received. Event headaches added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain'), perforation ('perforation') and menorrhagia ('heavy prolonged bleeding/abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 678815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, bladder infection, frequency urinary and urinary tract infection. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy prolonged bleeding/abnormal bleeding (vaginal)") and urinary tract infection ("uti recurrent") with dysuria. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping, lower abdominal pain/ llq pain"), dyspareunia ("painful intercourse"), back pain ("low back pain") and flank pain ("right flank pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, urinary tract infection, migraine, back pain and flank pain had resolved and the perforation, abdominal distension, weight increased, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, flank pain, headache, menorrhagia, migraine, pelvic pain, perforation, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: there are "essure" device in place within bilateral fallopian tubes/ostia. Right: 5 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: results: essure coils in correct place. Hysterosalpingogram - on (B)(6) 2011: the right and left essure devices are in satisfactory position and demonstrate satisfactory tubal occlusion. Ultrasound pelvis - on (B)(6) 2015: results: iud seen in the normal location. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: urinary tract infection, migraine, abdominal pain lower, dysmenorrhoea, pelvic pain, flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event perforation was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and menorrhagia ("heavy prolonged bleeding/abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 678815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy prolonged bleeding/abnormal bleeding (vaginal)"), abdominal distension ("bloating"), abdominal pain lower ("cramping, lower abdominal pain"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), urinary tract infection ("uti recurrent") with dysuria, migraine ("migraines headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("low back pain") and flank pain ("right flank pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, urinary tract infection, migraine, back pain and flank pain had resolved and the abdominal distension, weight increased, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: there are "essure" device in place within bilateral fallopian tubes/ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: essure coils in correct place. Ultrasound pelvis - on (B)(6) 2015: iud seen in the normal location. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: urinary tract infection, migraine, abdominal pain lower, dysmenorrhoea, pelvic pain, flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of r:eporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping, lower abdominal pain"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.